Manufacturer narrative:
G4: 19nov2020; b4: 20nov2020. H10: a front bezel was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a broken trace on the red (alarm) led created the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
It was reported that the ventilator had a check vent: alarm light emitting diode (led) failed alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The manufacturer¿s international service technician confirmed the reported issue. The power switch overlay will be replaced.

Manufacturer narrative:
G4: 16apr2020. B4: 20apr2020. The service technician found the error code in the ventilator diagnostic logs indicating the alarm led failed. The service technician replaced the power switch overlay to address the reported issue and in addition the navigation ring was found to have failed, the front bezel was replaced. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. No patient information although requested was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.